Event description:
It was reported that the patient experienced hyperglycemia after a lunch meal announcement on the ilet, followed by a secondary lunch announcement at a blood glucose of 291 that led the device to deliver additional insulin corrections and a subsequent glucose decline to 80, consistent with insulin stacking. Symptoms included hyperglycemia followed by symptomatic low glucose risk mitigated by ingestion of juice, with no loss of consciousness, seizure, injury, or need for emergency care. Outcomes included transient hyperglycemia with a subsequent decrease to a nadir of 80 and no hospitalization or medical intervention beyond self-treatment. Investigation included review of device-reported glucose trends, meal announcements, and correction dosing history. Investigation of this case revealed that a secondary meal announcement while hyperglycemic likely resulted in excess insulin delivery relative to need, consistent with use-related insulin stacking rather than device malfunction; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.